Event description:
The patient's mother reported back-to-back blood glucose results, of hi and 72 mg/dl and of 57 mg/dl and 367 mg/dl and of 150 mg/dl and 334 mg/dl on the compact test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.